Manufacturer narrative:
H3: investigation is currently in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that during a flexible ureteroscopy with laser lithotripsy through a flexor ureteral access sheath, multiple cook extractor devices malfunctioned and would not open, including one device separating (reported under patient identifiers (B)(6)). Ultimately, the procedure was successfully completed with another cook extractor device. Five (5) devices were returned to the manufacturer. Upon completion of the device failure analysis forms on 02jul2019 the following information has been provided: two (2) ncircle tipless stone extractor devices were returned. The first device, (reported under patient identifier (B)(6)) was noted to malfunction in terms of not opening and closing properly. The second device (reported under patient identifier (B)(6)) was noted to be "severed" or separated. Three (3) atlas-wire stone extractor devices were returned. During the investigation, it was discovered that all three of these devices were noted to malfunction in terms of not opening and closing properly. It was initially reported that two of the atlas-wire stone extractor devices malfunctioned in terms of not opening and closing properly and were mistakenly reported (reference this report). It was also initially reported that one of the atlas-wire stone extractor devices separated (reported under patient identifier (B)(6)), but it has been confirmed that this was mistakenly reported as well, as the separated extractor device was the ncircle tipless stone extractor (reported under patient identifier (B)(6)). As it was mistakenly reported that two of the atlas-wire stone extractor devices malfunctioned in terms of not opening and closing properly, no additional follow up MDR will not be submitted under patient identifier (B)(6).

Manufacturer narrative:
Concomitant products: olympus flexible ureteroscope with 3.6fr working channel. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a flexible ureteroscopy with laser lithotripsy through a flexor ureteral access sheath using an atlas-wire stone extractor, the basket would not open. This happened to other extractors in the same case. Other cook extractors malfunctioned, and would not open (these incidents are reported under files containing the following patient identifiers: (B)(6)). The physician reported it was a long case with a lot of stone, and the "extractors eventually failed after several passes," with only one of the complaint devices malfunctioning upon removing it from the package. The procedure was completed with another cook extractor and with "careful perseverance". No adverse effects to the patient have been reported as a result of this alleged product malfunction.